Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in the iliac vein. A 12.0 x80, 75cm charger balloon catheter was advanced for dilatation. However, during inflation at 10 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable.

Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in the iliac vein. A 12.0 x80, 75cm charger balloon catheter was advanced for dilatation. However, during inflation at 10 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable. It was further reported that the balloon was inflated once for a few seconds before it ruptured.

Manufacturer narrative:
Updated b5: describe event or problem.

Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in the iliac vein. A 12.0 x80, 75cm charger balloon catheter was advanced for dilatation. However, during inflation at 10 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable. It was further reported that the balloon was inflated once for a few seconds before it ruptured.